Event description:
The patient reported that she was recently hospitalized. Per patient, it wasn't related to the pump. Per another reporter, the patient experienced generalized fluid retention and indicated the patient was hospitalized in (B)(4) 2012. It was indicated the primary suspect drug was prialt. It was noted that the patient recovered. The pump was delivering fentanyl, bupivacaine and prialt. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information: it was later reported no adverse event due to prialt. The patient elected to have the prialt removed from the pump on (B)(6) 2012 due to psychological stressors and comorbidities which prevented the patient from being able to come to the office for refills and adjustments to continue titration for pain relief.

Manufacturer narrative:
Catheter model # 8709sc, lot # n179027031, implanted: (B)(6) 2009, explanted: unk; accessory model # 8590-1, lot # n179690, implanted: (B)(6) 2009, explanted: unk.

Manufacturer narrative:
(B)(4).